Manufacturer narrative:
Other relevant device(s) are: product ID: 9660651, serial/lot #: (B)(4). Device evaluation: the axiem was returned for analysis. Upon initial connection of the axiem, all ports were tracking, with the exception of port seven which wasn't being recognized. After leaving the unit connected to a test system for thirty hours, all ports were tracking but port seven was tracking intermittently. Port five's reported failure could not be replicated, but port seven's failure/intermittency was confirmed. It was determined that there was an electrical failure with the returned axiem. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9660651, serial/lot #: unknown. Patient information was unavailable. No 510(k) provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test and service the equipment. The reported issue was able to be replicated. The axiem box was replaced, thus resolving the issue. The navigation system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The reported issue occurred intraoperatively. It was reported that recognition of ports 5 and 7 failed on the axiem box. The procedure was completed with navigation/imaging system and use of back-up products. There was a delay of less than 1 hour to the procedure. There was no patient injury, and there was no reported impact on patient outcome.